Event description:
The patient was evaluated by a dermatologist on (B)(6) 2026 due to alleged skin reactions associated with pod adhesive. The patient experienced red and itchy skin. Medical assessment determined the patient was not allergic to the adhesive; however, the patient exhibited a sensitive skin reaction. Treatment included uriage xémose c8+ applied after showering to provide a protective barrier prior to pod placement, flixonase nasal spray applied to the site prior to pod placement, and cremicort 1% cream applied following pod removal for skin recovery. The patient had previously used cavilon and skintac; however, these products were discontinued due to reported skin irritation. Limisan was used to assist with pod removal. A pod was worn during medical attention; however, it was not the suspect pod. The suspect pod was discarded and unavailable for evaluation. Lot and sequence numbers were not provided. A new pod was applied successfully. No changes in blood glucose were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.